Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown dose and concentration. The reason for use was non-malignant pain. It was reported that an MRI was being performed due to a problem with the device/therapy. The MRI is for a potential multiple sclerosis, transverse myelitis, upper and lower extremities symptoms, foreign object, end stage parkinson's, pancreatic cancer and possible spinal infection in spine and needs extensive MRI¿s of the spine. "2 months ago patient started having these issues" (prior to call date of (B)(6) 2018). There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2018. The hcp stated he was only calling for MRI compatibility guidelines and did not know if any of the symptoms were related to the device or therapy. He thought the pump was turned off. The patient had been discharged, and the patient was now following up with another doctor. There were no further complications reported/anticipated. Additional information was received from the hcp on (B)(6) 2018. It was reported that the hcp was unaware of any patient symptoms and had not seen the patient since (B)(6) 2018. The patient had since moved to (B)(6). The hcp stated he would attempt to gather the patient's new doctor's contact information and call back. There were no further complications reported/anticipated.